Event description:
It was reported an issue with silkam suture. The client reported that during a chest drainage due to a traumatic hemothorax, when the drain was removed, the suture thread from the cerclage, broke unduly, causing pneumothorax in the patient. That was the second time in just a few days. Additional interventions such as x-ray to thorax, thoracic CT and chest tube placement were needed. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 1,692 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have received 12 closed samples of the involved batch to analyze this case. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.50 kgf in average and 2.35 kgf in minimum (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum) checking the complaint history record, there are no previous complaints of this article code in the last 5 years or of any of the several products manufactured with the same thread raw material batch. According to the results of the test realized to the samples received and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.